Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the mid left anterior descending (lad) coronary artery. While percutaneous transluminal coronary angioplasty (ptca) was being done on the distal right coronary artery with a 2.5 x 18mm xience prime and on the mid lad with a 2.5 x 28mm xience prime, an edge dissection was noted with the xience prime stent in the lad. The dissection was treated with a 2.5 x 28mm xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.